Event description:
On (B)(6) 2015, a (B)(6)female pt was injected with 1cc of belotero to the lips. On (B)(6) 2015, the pt presented to the office of the injector ((B)(6)) with a small red nodule on her right cheek that was approximately 1 cm in diameter, slightly red, firm and tender to touch. The pt had a temperature of 99. Some acne was noted. The lips were oozing belotero. (B)(6) believed the pt had an infection in her lips causing the cheek to be infected. The pt's lips looked fine aside from some swelling. The pt "has been taking aspirin last night and this morning". On 07/16/2015, the pt received an injection of rocephin and was started on oral clindamycin 150mg three times daily. Cultures were done of pt's lip and were negative. The pt finished the clindamycin and the nodule resolved. The device history records for the injected lot were not reviewed as the lot number was unk.